Manufacturer narrative:
After the procedure, the hospital discarded the product. Since the product was not returned to cardiac surgery for eval, it will be difficult to confirm the reported problem. A lhr review was completed for the product and there was no nonconformance associated with the lot number.

Event description:
The hospital reported that during a coronary artery bypass procedure for three proximal's anastomosis, five heartstrings seals did not deploy out of the delivery tube into the aorta. The sixth heartstring seal's clear deployment tube separated from the hub and the tube had to be retrieved from the aorta. The surgeon completed the procedure by converting to clamp. No pt complications were reported by the hospital as a result. This report is for the fifth seal.